Event description:
Event verbatim [preferred term] start to feel too warm and felt burning. Removed the wrap and the skin was very red [burning sensation] , start to feel too warm and felt burning. Removed the wrap and the skin was very red [feeling hot] , start to feel too warm and felt burning. Removed the wrap and the skin was very red [erythema]. Case narrative:this is a spontaneous report from a pfizer-sponsored program (pch products promotion 2016/2017 - promotors). A contactable consumer (patient's daughter) reported that an 86-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) topically in (B)(6) 2016 at 1 dose form, single for back pain. Medical history included cardiac failure congestive, thyroid disorder and bone decalcification. Concomitant medications included rivaroxaban (xarelto) from 2015 ongoing, bisoprolol from 2015 ongoing for congestive cardiac failure, trimetazidine hydrochloride (vastarel) from 2015 ongoing and metamizole magnesium (metamizol) from 2015 ongoing for thyroid disorder. It was the first time that the patient used thermacare. The wrap was applied over a piece of clothing. Approximately 10 minutes after applying the heatwrap, the patient start to feel too warm and felt burning. The daughter immediately removed the heatwrap and verified that the skin was very red, however, there was no burn. The patient didn't use themacare again. The patient applied trolamine (biafine) topically to treat the event during two days, after which she recovered from the events. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date in dec2016. The outcome of the events was resolved on an unspecified date in dec2016. According to product quality complaint group: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. Follow-up (06mar2017): new information received from the same contactable consumer (the patient's daughter) includes: patient's age, device indication, medical history, concomitant medications, events details and outcome. Follow-up (11oct2019): new information received from pqc includes investigation results. Follow-up (24feb2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (16dec2019): this follow-up report is being submitted as a final reportable MDR., comment: based on the information provided, the events of "start to feel too warm and felt burning. Removed the wrap and the skin was very red" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot..

Event description:
Start to feel too warm and felt burning. Removed the wrap and the skin was very red [burning sensation] , start to feel too warm and felt burning. Removed the wrap and the skin was very red [feeling hot], start to feel too warm and felt burning. Removed the wrap and the skin was very red [erythema]. Case narrative: this is a spontaneous report from a pfizer-sponsored program (pch products promotion 2016/2017 - promotors). A contactable consumer (patient's daughter) reported that an (B)(6)-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) topically in (B)(6) 2016 at 1 dose form, single for back pain. Medical history included cardiac failure congestive, thyroid disorder and bone decalcification. Concomitant medications included rivaroxaban (xarelto) from 2015 ongoing, bisoprolol from 2015 ongoing for failure congestive, trimetazidine hydrochloride (vastarel) from 2015 ongoing and metamizole magnesium (metamizol) from 2015 ongoing for thyroid disorder. It was the first time that the patient used thermacare. The wrap was applied over a piece of clothing. Approximately 10 minutes after applying the heatwrap, the patient start to feel too warm and felt burning. The daughter immediately removed the heatwrap and verified that the skin was very red, however there was no burn. The patient didn't use thermacare again. The patient applied trolamine (biafine) topically to treat the event during two days, after which she recovered from the events. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date in (B)(6) 2016. The outcome of the events was resolved on an unspecified date in (B)(6) 2016. According to product quality complaint group: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. Follow-up (06mar2017): new information received from the same contactable consumer (the patient's daughter) includes: patient's age, device indication, medical history, concomitant medications, events details and outcome. Follow-up (11oct2019): new information received from pqc includes investigation results. Follow-up (24feb2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the events of "start to feel too warm and felt burning. Removed the wrap and the skin was very red" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "start to feel too warm and felt burning. Removed the wrap and the skin was very red" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.